Manufacturer narrative:
An investigation into the potential cause of the issue is ongoing at this time.

Manufacturer narrative:
A1: full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a beckman coulter field service engineer (fse) was dispatched. Fse collected information and data which was reviewed by internal instrument team. It was determined that the cause of the event was related to an instrument throughput issue. The instrument does not send an instrument availability status to the laboratory automation system (las) when the sample wheel of the dxi 9000 is getting full and throughput may be affected. It was discussed with the customer the possibility to install an additional instrument to mitigate the throughput constraints. The customer was informed of the investigation. In conclusion, the incident is due to a software limitation around instrument throughput.

Manufacturer narrative:
Added FDA tracking number related to (B)(4).

Manufacturer narrative:
A1: full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access tsh reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter was dispatched to the customer site to evaluate the system. While onsite, fse noted there were too many samples going into the instrument and this patient sample was not prioritized. An investigation is ongoing at this time and no conclusions can be made regarding cause of the event.

Event description:
On (B)(6) 2024, the customer reported a delay in treatment due to a delay in obtaining a tsh (access tsh, part number: c28643 and lot number not provided) from the customer's dxi (dxi 9000, part number: c11137 and serial number (sn): (B)(6) for one neonatal patient. The customer reported running the patient sample on two of the customer's dxi 9000 instruments (alternate dxi 9000 instrument serial number: (B)(6) and obtaining results from the alternate instrument but not from dxi sn: (B)(6). Customer stated dxi 9000 sn: (B)(6) had displayed a "swt" error for the tsh result. There was no further report of change to patient treatment and no report of injury in connection with this incident. A beckman coulter field service engineer (fse) was onsite at the time of the incident. Fse stated that there were too many samples going onto the dxi 9000 and this sample was not prioritized. An investigation is ongoing at this time.